Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure for gastrointestinal (gi) bleeding performed on (B)(6) 2009 (patient's exact age is unknown, but noted to be in his (B)(6)). According to the complainant, the egd was performed to treat a gi bleed due to an ulcer in the stomach. During the procedure, the physician positioned the hemostatic clip catheter into the stomach through an egd scope. However, when the physician advanced the clip out of the scope, he noticed that the clip was already partially deployed and it would not open. The clip still remained within the sheath and the physician was able to remove the sheath and clip from the patient. Another of the same device was used to complete the procedure. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was fully deployed and not returned with the device. The control wire was separated per design. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly being returned, no further investigation can be done. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure for gastrointestinal (gi) bleeding performed on (B)(6), 2009 (patient's exact age is unknown, but noted to be in his (B)(6); weight unknown). According to the complainant, the egd was performed to treat a gi bleed due to an ulcer in the stomach. During the procedure, the physician positioned the hemostatic clip catheter into the stomach through an egd scope. However, when the physician advanced the clip out of the scope, he noticed that the clip was already partially deployed and it would not open. The clip still remained within the sheath and the physician was able to remove the sheath and clip from the patient. Another of the same device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.